Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon evaluation, the q1 component on the bedside board was thermally damaged and there was liquid contamination on the battery board. The cause of the failure was the damaged component and the contaminated battery board. The root cause for the damaged q1 transistor could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the patient experienced a battery charger/modem problem.